Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked within introducer sheath. The introducer sheath was inspected, and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched. The delivery wire was inspected, and no anomalies were found. No more damages were found in the returned device. Functional inspection was performed and the delivery wire was advanced through the introducer sheath without problems, no resistance was noticed. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noticed. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noticed. Dimensional inspection of the delivery wire was performed and the measured dimensions were within specification. Dimensional inspection of the main coil was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
It was reported that the coil prematurely detached inside the patient's body and was snared to remove. A 20mmx40cm interlock-35 coil was selected for use on the abdominal artery. During the procedure, it was noted that the coil prematurely detached inside the patient's body and a snare was used to remove the coil. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the physician used a non-boston scientific catheter to deliver the coil. Because of the tortuous vessels, it was difficult for the coil to get to the lesion. The coil was found detached during the conveying.

Event description:
It was reported that the coil prematurely detached inside the patient's body and was snared to remove. A 20mmx40cm interlock-35 coil was selected for use on the abdominal artery. During the procedure, it was noted that the coil prematurely detached inside the patient's body and a snare was used to remove the coil. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.